Event description:
B12lt used in a lap chole cases. Rubber valve detached from trocar and landed in patient's abdominal space, when surgeon was trying to insert a gauze through the trocar. Full piece of rubber valve was recovered, case proceeded with second b12lt. Endopath xcel bladeless trocar (b12lt): side affected: not applicable reason product is not available: available list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No was there a significant delay? If available, provide the product order number (po).

Manufacturer narrative:
(B)(4). Date sent: 5/21/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.